Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and after confirming that the front end module was the cause of the issue by cross-checking with another functioning unit, the fse proceeded to resolve the issue by replacing the front end pcb. The fse then observed the unit for an hour and confirmed no further alarms. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the front end module to be the cause of the reported issue upon cross-checking with another functioning unit. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer in the same conditions. Repairs are ongoing and pending purchase order for the replacement front end module part. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) displayed an electrical test code #52. There was no patient involvement, and no adverse event reported.